Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was: pt reported that if they turn a certain body position, "its like it just twists inside you and knocks me to the floor". They said this started happening about a week ago and got worse on friday. Pt says it doesn't literally make them hit the floor, they said they are able to get a hold of themselves before they do, and says "its like a massive muscle spasm". Pt says they had colonoscopy on february 27th but says this actually started about 3 weeks ago and was before february 27th. Pt says they turned stimulation down and off but still have these feelings "a little bit anyways" even when stimulation is off. Pt says they have an appointment on wednesday with hcp. Encouraged pt to follow up with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of experiencing unexpected stimulation when in certain positions was determined; the manufacturer representative (rep) changed all the settings. However, the patient was not sure why they were feeling it when turned off. The patient stated the device was reprogrammed and x-rays were taken. The patient reported that to the best of their knowledge the issue has been resolved. The patient will call the rep if any further issues arise.